Manufacturer narrative:
The astral device pneumatic block was returned to the resmed design facility for an extensive engineering investigation. Performance testing confirmed and replicated the temperature sensor test failure in the returned pneumatic block. Based on all evidence, the investigation determined that the reported failure was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete a temperature sensor test. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to complete the temperature sensor test was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete a temperature sensor test. The device was not in use when the fault occurred; therefore, there was no patient involvement.